Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the lem (link electronics module) circuit board was found to be out of specification and was replaced. (B)(4) no anomalies were found. Disclaimer: submission of information by medtronic under the medical device reporting

Event description:
It was reported that there was a telemetry failure. The programmer and programmer rf (radio-frequency) head were returned for repair. No patient complications were reported as a result of this event.